Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood visible on the hypotube and distal shaft, consistent with handling. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket material were separated 10.8 cm distal to the strain relief tubing confirming the reported broken shaft. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. There was a kink in the distal shaft 3 cm distal to the guide wire exit notch. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It is possible the shaft was inadvertently handled, resulting in a kink. Further manipulation of the kinked shaft would have then led to the shaft ultimately separating. A review of the finished product lot history record did not reveal any nonconforming material records that appear to have contributed to the reported complaint. A conclusive cause for the reported shaft separation could not be determined. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during device unpackaging, the catheter was noted to be broken. There was no patient involvement. Though requested, no additional information was provided.